Event description:
Patient had a heartware left ventricular assist device (lvad) placed 11 years ago for peripartum cardiomyopathy. She experienced recurrent driveline infections over the years and underwent multiple lvad exit site infections with antibiotic courses and also debridement. Three months ago, she presented to the hospital with worsening pseudomonas driveline infection while on an outpatient regimen of augmentin/minocycline. Intravenous (IV) zosyn was started, as well as bumex and a dobutamine drip. Reculture was positive for pseudomonas and proteus, and daptomycin with ceftazidime replaced zosyn. She was transferred to the cardiovascular intensive care unit (cvicu) 3 weeks later for lethargy and confusion with worsening acute kidney injury (aki), oliguria, leukocytosis, and elevated lactate. Pan computed tomography (CT) did not show source of abdominal infection, and there was no acute change on head CT. Chest CT showed opacities. Dopamine was added for low mean arterial pressure (maps) readings while on dobutamine. Patient was intubated and then trached, complicated by candida glabrata fungemia one month later. Micafungin was increased, and antibiotics escalated to meropenem + linezolid for fevers the next week. Family had chosen comfort care, but patient able to communicate desire for full care the next day and changed to full code. 3 weeks later, patient had seizure-like activity, received keppra. Capillary transit time heterogeneity (cth) negative. Multiple family meetings occurred, culminating after one week, when both patient and family agreed to comfort care and turning off pressors and the ventricular assist device (vad). She was admitted to inpatient (ip) hospice and switched to comfort care. She expired shortly after her lvad was turned off.